Event description:
Through my research review as rn product support specialist, the following article came to my attention: "seroma-associated primary anaplastic large-cell lymphoma adjacent to breast implants: an indolent t-cell lymphoproliferative disorder by anja roden et al. (Modem pathology, 2008) 21, 455-463". Within the article the author presents 4 patients with primary anaplastic large-cell lymphoma of the breast associated with a breast implant and seroma.

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Through my research review as rn product support specialist, the following article came to my attention: seroma-associated primary anaplastic large-cell lymphoma adjacent to breast implants: an indolent t-cell lymphoma proliferative disorder by anja roden et al. (Modern pathology, 2008) 21, 455-463. Within the article the author presents 4 patients with primary anaplastic large-cell lymphoma of the breast associated with a breast implant and seroma.

Manufacturer narrative:
(B)(4). The event was submitted initially via (B)(6). Device labeling addresses the reported event of seroma as follows: the core study: 7 year adverse event rates: for primary augmentation patients, seroma rate = 1.6%. Primary reconstruction patients = 1.0%. (Other complications.) Swelling = 7.1%. "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergan silicone labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants.